Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, after eating a larger-than-normal breakfast, their blood glucose (bg) rose to a high of 265 mg/dl. The bg was corrected by ilet insulin delivery. The ilet did not issue a bg alert. No medical intervention or outside assistance was required, and the user reported no symptoms.